Manufacturer narrative:
The report of user advisory (ua) 16 (timeout moving to take-up position) error message was confirmed based on the functional testing and review of the archive data retrieved from the autopulse platform (sn 33280). The root cause was determined to be due to a seized brake gap. Functional testing of the platform during initial power up revealed a ua 16 error message. It was found that the brake gap was seized. The brake gap was unloosened and cleaned with alcohol which corrected the issue and cleared the ua 16 error message. Additionally, during visual inspection the platform's front enclosure was found cracked, and upon examination the clutch plate was found sticky. These observations were unrelated to the reported event. The parts were subsequently replaced and the platform was further tested and operated for 15 minutes with continuous compression using a light resuscitation test fixture without any observed errors. Review of the archive data confirmed multiple ua 16 error messages around the event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 29 feb 2016.

Event description:
It was reported that a user advisory (ua) 16 (timeout moving to take-up position) was observed on the autopulse platform (B)(4) display screen and the user was unable to clear the ua 16 error message after restarting the platform. The issue did not occur during deployment or patient use. No patient was involved. No other information was provided.